Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed but the root cause was undetermined due to the sample condition. One photograph of what appeared to be a nitinol guidewire was provided for investigation. The physical sample was not returned. The photo showed the coil wire stretched over the core wire. The distal end of the coil wire appeared to be tightly coiled. This type of damage can occur if the guidewire is retracted within the introducer needle. It was reported that the guidewire became unraveled during placement. The damage most likely occurred during use from retracting the wire through the introducer needle; however, since the physical sample was not returned for investigation, the exact cause of the damage could not be determined. One of the precautions in the IFU states, ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ a lot history review (lhr) of recq0685 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire became unraveled during placement. Inserter met insertion when threading through the introducer needle. It was stated the rn went to remove the wire and it came through the introducer needle sheered. No patient harm occurred during this incident.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed but the root cause was undetermined due to the sample condition. One photograph of what appeared to be a nitinol guidewire was provided for investigation. The physical sample was not returned. The photo showed the coil wire stretched over the core wire. The distal end of the coil wire appeared to be tightly coiled. This type of damage can occur if the guidewire is retracted within the introducer needle. It was reported that the guidewire became unraveled during placement. The damage most likely occurred during use from retracting the wire through the introducer needle; however, since the physical sample was not returned for investigation, the exact cause of the damage could not be determined. One of the precautions in the IFU states, ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ a lot history review (lhr) of recq0685 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire became unraveled during placement. Inserter met insertion when threading through the introducer needle. It was stated the rn went to remove the wire and it came through the introducer needle sheered. No patient harm occurred during this incident.